Event description:
The customer reported that while performing a routine check, the unit failed to autofill. The patient was switched to another unit and therapy was initiated. No patient injury was reported.